Event description:
It was reported that during a continuous infusion of morphine at a rate of 1.2 (unit of measurement was not specified), the pca module locked out before the four-hour maximum dose was reached. It was noted that morphine was contained in a 30ml bag and guardrails was used to program the infusion. Due to the issue, the provider increased the continuous rate to 1.4 to address the patient's increased pain.

Manufacturer narrative:
Additional information added to: b.5. Although requested, patient information was not provided. The customer¿s report that the pca pump locks out was not confirmed or replicated since no device was returned for investigation. Review of the pca event and error logs was performed. The pca error logs contained only one pca handset stuck error (357.6780.5). This is a log only error and would not have impacted any infusions. Review of the pca event logs was also performed, however the logs did not contain information for the reported event date and provided no useful information. The customer did not return the pca module in use at the time of the event therefore no testing of the device could be performed. Review of the service history record showed that the pca device (s/n (B)(6)) had a manufacture date of 12sep2017. A review of the device service history record was performed beginning from the date of manufacture to the present date 19mar2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. The root cause of the report that the pca pump locks out was not determined. H3 other text : no device received-log review only.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that in the lch 11 unit the pca pump locks patient out before 4 hour max is reached. The provider had to increase the continuous rate from 1.2 to 1.4 of morphine 30ml to counter complaint of increased pain.

Manufacturer narrative:
Additional information added to: h3 the event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. H3 other text : no device received-log review only.

Event description:
It was reported that in the lch 11 unit the pca morphine pump locked the patient out before 4 hour max was reached. The rate was at continuous and had to be increased from 1.2 to 1.4 to help cover complaint of increased pain. The volume to be infused was 30 ml, and guardrail was used during the event.